Event description:
It was reported that patient received an alert for high voltage lead impedance high and out of range on the shock vectors involving the svc coil. Programming changes were recommended. No further information is available.

Event description:
New information provided indicated that device was reprogrammed and dft test was successful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.